Manufacturer narrative:
(B)(4). Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Baxter contacted the patient regarding the system error 2240 alarm. The patient stated that he was ok and was able to continue therapy. The patient stated the alarm did clear and following instructions all supplies were discarded. No sample was available for evaluation. The reported problem was not confirmed due to a lack of sample. The assignable cause was determined to be the supply bag falling and disconnecting. A batch review was not performed because the lot number was unknown. Baxter conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 that occurred on the homechoice (hc) unit during dwell 1. The technical service representative (tsr) had the hp check the lines and bags. The hp stated that the supply bag was disconnected. The hp was unsure how it became disconnected. The tsr had the hp cycle the power to clear the alarm. The hp confirmed to notify the peritoneal dialysis registered nurse and to start over with new supplies. There was patient involvement; there was no patient injury or medical intervention associated with this event.